Event description:
N/a.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineer (fse) visited the customer to address the reported event. Fse was able to confirm reported issue. Fse replaced injection valve motor and verified proper operation without errors. Fse ran precision and successfully completed quality control. No further action required by field service. The g8 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4). There were (B)(4) similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 718 inj.valve error; the injection valve is operating abnormally. The rotor seal of the valve requires replacement. If the error occurs many times, contact technical support. The most probable cause of the reported event was due to failure of injection valve motor.

Event description:
A customer reported getting sporadic 718 injection valve error messages on the g8 instrument. The customer stated that they changed the filter, rebooted instrument and performed full warmup, but error persisted. The instrument is down and customer is unable to process patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.